Event description:
On (B)(6) 2009, it was initially reported that a pt had lost stimulation six months ago in regards to their implanted device. The pt's legs "stopped hurting". Both the device recharger and pt programmer indicated that stimulation was turned on, however, the pt could not feel it. The last recharge session occurred approx 1 month prior. On (B)(6) 2009, it was later reported that an overdischarge was suspected, as the pt had not charged their device in over six months. Telemetry issues were noted. Physician mode recharges were recommended to be performed. Impedance of greater than 3600 ohms was measured on every combo. The pt did not recall any fall had occurred, but indicated that one day the device just stopped working altogether. An x-ray of the lead/extension area was recommended. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).